Manufacturer narrative:
Case (B)(4): the device was returned for evaluation. The device malfunction was confirmed. An investigation is in-progress for appropriate corrective actions, there was no reported impact to the patient based on the device malfunction.

Event description:
On (B)(6) 2017, a female patient with a history of atrial fibrillation received an epicardial lead placement procedure, with laa exclusion using an atriclip pro250. The patient was off-pump for the procedure. When the surgeon had placed the pro250 and attempted to deploy the clip, the deployment tab pulled away from the device but the deployment wire attached to the clip did not move. The surgeon used a surgical instrument to pull with the wire with force to deploy the clip. The pro250 clip was placed and no complications or intervention were reported. The current patient status is fine, and no impact to the patient was reported.